Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of under 40mg/dl cause of bg level was unknown. Bg was treated prior to the ER visit via consumption of carbohydrates; at the ER the customer did not receive additional treatment as bg levels began to rise. Reportedly, customer left the ER 6 hours later with the issue resolved and no permanent damage.